Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels the sensation going down the leg and is concerned that their lead shifted or migrated. As a result, the patient was advised to decrease stimulation during the call, but the patient is not uncomfortable and will bring it down if they get uncomfortable. The patient knows stimulation is positional and only feels it when they sit down. The next day, patient rated the evaluation a "1" for worse than expected. They are experiencing pain in their upper thigh and left buttocks so they changed programs. They still experienced pain when stimulation was set to 0.0ma. The patient was sitting in their car, was uncomfortable, was not feeling stimulation, and will try after getting out of the car. They were advised not to increase past 1.3ma per sales rep request. On (B)(6) 2017, patient rated the evaluation a "3" for worse than expected. The next day, they rated the evaluation a "1" for worse than expected so they were changed to program 1 at 0.5ma. On (B)(6) 2017, patient said they were much worse than expected and was experiencing pain. On (B)(6) 2017, patient rated the evaluation a "1" for worse than expected. The next day, patient said the evaluation was "worse than expected." On (B)(6) 2017, patient rated the evaluation a "1" again. No further patient complications have been reported as a result of this event.